Manufacturer narrative:
For medical device reporting purposes, this event is considered closed.

Event description:
A physician questioned a creatinine result of 1.5 mg/dl that was reported on a pt. The laboratory retested the sample and the creatinine results were >5.0 mg/dl. A new sample was drawn from the pt and the creatinine results were also >5.0 mg/dl. As a result of the initial low creatinine result (1.5 mg/dl), the pt was given acyclovir, which is contraindicated in renal insufficiency. A field engineer was dispatched to the site the next day and found the instrument to be operating and performing to specifications. Further investigation determined the operator did not follow appropriate procedure. The operator installed what the customer termed "old reagents", which may have been expired. Additionally, the operator did not calibrate these reagents after they were installed nor did they run quality controls. The customer agreed that the discrepant result was due to operator error.